Event description:
During preventative maintenance (pm) performed at zoll, the autopulse platform (sn (B)(4)failed functional testing and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. No patient involvement.

Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform (sn (B)(4) failed functional testing and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. A load cell characterization test was performed and indicated a large discrepancy between the two load cell values, with load cell #2 over-reporting. The root cause of the ua07 was due to the failed load cell #2, likely attributed to failed component(s), or mishandling such as a drop. Visual inspection of the autopulse platform was performed, and no physical damage was observed. Following service, including preventive maintenance service actions, a brake gap inspection was performed and verified the brake gap was within the specification. Another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(4).